Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at the time.

Event description:
It was reported that the device was used during an unk procedure. The device was fired and the jaws would not open. Unk if the device was on tissue. Unk how the case was completed. Unk pt consequence.